Event description:
It was reported that the white stem on the green connector of the controller is broken. They were preparing to take a sample and received a green cable error. The case was aborted and the patient rescheduled. The patient's breast had been pierced. There was no patient consequence.